Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge during a set change. The insulin reportedly did not fill the tubing, and insulin leaked from the cartridge. The patient attempted to blow through the tubing but believed it was clogged, as nothing passed through. The patient discarded the connector and tubing involved in the incident and then initiated another set without issue. The patient also expressed that the device alarms needed to be louder. A clinical support specialist noted difficulty obtaining a synced report from the patient¿s device data and encouraged the patient to contact customer support if issues with the app continued. Attempts were made to contact the patient to gather additional information, including blood glucose details, lot numbers, and confirmation of replacement needs; however, the patient did not respond, and messages were left. After multiple unsuccessful attempts, the case was closed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.